Event description:
It was reported that device won't recognize syringe. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed the right plunger case was cracked. All labels missing from bottom of case. Customer?s reported issue was not duplicated during flow test. The root cause of the reported issues was determined to have been caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. Actions taken to mitigate the reported issue: replaced multiple components on the plunger head. Performed power up process and device passed all the functional test.